Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon reports a patient, post total left hip done on (B)(6) 2016, had a recent event where she sustained an acetabular fracture. The fracture is now healed although the cup is loose and causing pain. Surgeon decided to revise the cup and liner. The cup was carefully removed the acetabulum was reamed and a tritanium revision cup was implanted with screws. Satisfied with the fixation, the new liner was impacted and a new competitor head was implanted and the surgical site closed. The surgery was performed without incident.